Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing "the flu and/or a heart attack", "shortness of breath, tired[ness], coughing, and sick as a dog" and the clinician at the physician's office "did not pay attention." The patient reports that "[the manufacturer of the device and leads] and the doctor is at fault." The patient also reported the device "battery is low" and there should have been better explanation of possible symptoms. Additionally, the patient is dissatisfied because the "wires stick up and [the patient] cannot even wear a bathing suit", the manufacturer "did not do their teaching" and the patient "hates [the] device." It was later reported that the device was explanted for normal device depletion and the physician implanted a single chamber device due to permanent atrial fibrillation. The leads did not appear to be sticking up. The atrial lead was capped and the ventricular lead remains in use. No patient complications have been reported as a result of this event.